Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.

Manufacturer narrative:
The investigation of the product was performed on (B)(4) 2012.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were intermittently responsive for a month. The patient stated that the issue was increasing in occurrences and had to press the buttons multiple times for a response. The patient confirmed that the keypad and pump were intact. The patient reportedly wore the pump in a shirt pocket and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.